Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call infusion sets on daughter fall off sooner than normal because her daughter goes swimming. The customer's mother reported a high blood glucose level of 437 mg/dl and treated with manual injection. The customer's mother declined to trouble shoot because daughter was not home. The pump will not return for analysis.